Manufacturer narrative:
The reported event was dislodgement. As received, a complete lead was returned for analysis. Visual and x-ray examination of the lead found the inner coil was over torqued at connector pin region. After cutting, cleaning and applying torque directly to the inner coil, the helix could be extended and retracted.

Event description:
Related manufacturer reference number:2017865-2021-34112. Related manufacturer reference number:2017865-2021-34117. It was reported that the patient presented in clinic for follow up. Device interrogation revealed high capture thresholds on the right ventricular lead. On (B)(6) 2021, an x-ray was performed and both right ventricular lead and left ventricular lead where found to be dislodged. During explant the physician noticed that the atrial lead was kinked and decided to explant and replace all the leads. The patient was in stable condition.

Manufacturer narrative:
Correction: a1, a2, a3.